Event description:
On 11/8/2017 an ad-tech clinical specialist attending a surgical case observed that the drill bit fused with the drill sleeve guide and broke. The surgery was able to be finished using alternative equipment and there was no reported injury to the patient.

Manufacturer narrative:
Updated 7/22/2022: root cause of the fusion of the drill sleeve guide to the drill bit was not able to be determined as part of this complaint return analysis. Per the risk assessment, the calculated occurence matches the applicable risk file and the risk level remains "as low as possible" and no risk updates are needed at this time.

Manufacturer narrative:
MDR 2183456-2019-00011 has been filed past the 30-day timeframe. Through the 2019 FDA inspection, it was identified that while ad-tech was evaluating reportability for actual events in which death or serious injury had occurred, ad-tech had failed to submit events in which a malfunction was reported and could result in a serious injury if the event were to recur. As part of the investigation, a two (2) year retrospective review of complaints was performed to determine which complaints required submission of an MDR. MDR-2183456-2019-00011 was submitted as a conservative measure due to the recalls tied to this issue.

Event description:
On (B)(6) 2017 an ad-tech clinical specialist attending a surgical case observed that the drill bit fused with the drill sleeve guide and broke. The surgery was able to be finished using alternative equipment and there was no reported injury to the patient.